Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. It was also performance tested, as per neopuff technical manual, by fitting a known good manometer to the valve system of the returned neopuff unit. Result: no physical damage was observed to the returned neopuff unit. The valve system passed the performance tests. Internal inspection revealed that the tube to the manometer inlet port has detached. A lot check revealed no other complaints of this nature for lot number 141113. Conclusion: the reported fault was due to the tube that was detached from the manometer inlet port. This type of fault can be easily detected when the neopuff device is set-up prior to patient use as no pressure will be indicated by the manometer when gas is supplied at the inlet port. No patient consequence was reported as a result of this incident as the fault with the subject neopuff unit was observed "immediately out of the box". Each rd900 neopuff infant resuscitator is assembled and 100% tested on the production line to verify that each unit conforms to critical product specifications. The neopuff operating instructions warn all users that the neopuff device "must only be used after checking that correct pressures will be delivered to the baby". It also states the following: "check manometer reads zero with no gas flow". "Check the pressure settings prior to every use of the neopuff". "An alternative means of resuscitation must be available". The neopuff technical manual also warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. It also states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". "The operation of the f&p neopuff / perivent must be checked prior to first use". "The device must not be used on unattended patients".

Event description:
A medical center in (B)(6) reported that the manometer needle of an rd900aeu neopuff infant resuscitator was not moving. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). We are currently in the process of investigating the complaint rd900aeu neopuff infant resuscitator. We will provide a follow up report once we have completed our investigation.

Event description:
A medical center in (B)(6) reported that the manometer needle of an rd900aeu neopuff infant resuscitator was not moving. This was observed before use on a patient.